Event description:
It was reported that the healthcare provider requested a factory reset of the user's ilet due to elevated insulin dosing attributed to the user consistently announcing meals as ¿less than,¿. The user was guided through a factory reset after disconnecting from the device. Blood glucose at the time was 166 mg/dl. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to incorrect meal size announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.